Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap and damage on the insulin pump. The customer's blood glucose value was 146 mg/dl. The customer also mentioned high readings but declined to troubleshoot. The customer stated that while priming the line with insulin, it popped off. The customer mentioned crack/broken back end of the pump. The customer reported the drive support cap to appear flushed. The product was returned for analysis.